Event description:
Prior to a coronary stent procedure, the stent came off of the delivery device. While the physician was attempting to remove the product mandrel, the stent came off of the delivery device. No patient injuries or complications were reported.